Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted simple transabdominal prostatectomy procedure, a cable on the curved bipolar dissector instrument broke. A new unspecified instrument was opened to continue the procedure which was completed robotically. An intra-operative x-ray was performed at the end of the procedure. It is unclear if any fragments actually fell inside the patient.